Event description:
It was reported that there were over 50 symptoms recorded with frequent noise issues, and a question as to undersensing of true events. The device was explanted and replaced with a pacemaker system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lifetime time in noise counter: (B)(4).